Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the aortic rupture cannot be confirmed; however, it is likely to be related to the mechanism described above. In addition, the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted aortic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to manage the sapien 3 valve in this scenario. There is no indication this event was a result of a dysfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
During a transfemoral tavr procedure in the aortic position inside an existing non-edwards transcatheter valve, after post dilatation, an aortic perforation just below the left common artery (lca) was visualized via angiogram. Medication was administered, the perforation was reduced and when the patient was stabilized they were transported for post management care under close observation. As reported, a 26mm sapien 3 was positioned and deployed with 23ml volume within an existing non-edwards transcatheter heart valve. Moderate paravalvular leak (pvl) was noted, an additional 2ml was added to delivery system for a total of 25ml. An aortic perforation was then observed. Of note, approximately 4 months pre tavr procedure, the patient had a non-edwards transcatheter heart valve implanted 4 months with severe pvl. Of last communication, the patient was stable.